Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead damage occurred intraoperatively during routine device change-out, upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy - defibrillation (crt-d) device. The patient's right atrial (ra) lead was partially explanted and replaced after insulation damage had occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.